Event description:
Reporter indicated that pt had surgery to remove scar tissue at the generator chest incision site. The pt also had pain at the generator site. The generator was programmed off. Evaluation by a surgeon revealed that the incision site was well healed and could not find anything wrong with the device. Physician programmed device back on, and there have been no more reports of chest pain. Good faith attempts to obtain add'l info from the implanting surgeon have been unsuccessful to date.